Manufacturer narrative:
H3: the catheter was returned, and analysis found no significant anomaly (dried drug, blood, or foreign material occlusion in the c atheter body). H3: the pump was returned, and analysis found no significant anomaly (motor o-ring wear). H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving morphine 2 mg/ml for a total dose of 0.3997 mg/day and bupivacaine 20 mg/ml for a total dose of 3.997 mg/day. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 a dye study was performed during a schedule pump replacement (normal battery depletion) which revealed inconsistent dye flow. During the scheduled pump replacement, it was noted that the catheter had migrated from t5 to t10. A new catheter was implanted. The entire catheter was replaced and the existing tip was tied off/capped. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion and catheter dislodgement. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.